Event description:
During a device change out procedure, the pocket was swabbed to test for infection and closed. Test for infection was positive and pocket was re-opened. This capped lead was partially explanted (proximal portions) due to the infection. This is the same event as MDR 2183787-2015-00024.